Event description:
It was reported the device was used in a lobectomy. It was reported the device would not staple. Another device was used to complete the case. There was no consequence to the patient.